Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Customer reported low blood glucose symptoms with result of 173 mg/dl obtained on the compact system. Customer ate snickers candy bars and tested 73 mg/dl and 53 mg/dl on the compact system. All results were obtained within 10 minutes. Customer's low blood glucose symptoms improved after eating the candy. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.